Event description:
It was reported that the patient heard their device beeping. Follow-up with the clinic revealed that the right atrial (ra) lead impedance had suddenly risen to over 3000 ohms in a one-time instance. The patient came into the clinic for evaluation but the lead measured within specifications and was functioning normally. A cause could not be determined for the one instance of high impedance. No intervention was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2010 (B)(6); 4196 implantable pacing lead 2010 (B)(6). (B)(4).